Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use three resolute integrity rx coronary drug eluting stents to treat a moderately tortuous and severely calcified lesion in the proximal rca exhibiting 99% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues removing the devices from the hoop. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery. It was reported that the first resolute integrity stent (lot 0008513508) failed to cross the lesion due to calcification and stent strut damage occurred. It was also reported that the shaft of the stent was broken. The lesion was further predilated and an attempt was made to pass a second resolute integrity stent (lot 0008912986) however this was unsuccessful and the stent deformed in vivo during positioning/advancement, and the shaft of the stent was broken/fractured. Pre dilation was again repeated and a third resolute integrity stent (lot 0008912986) deformed in vivo during positioning/advancement and the shaft of the stent broke and the stent failed to cross the lesion. The case was stopped and postponed for another date. It is reported that the three devices became kinked while inside the patient, and the shaft breaks occurred outside the patient, while attempting to correct the kinks. The physician commented that the events were due to use of the devices in difficult lesion morphology/anatomy. No patient injury was reported.

Manufacturer narrative:
Image review: an image shows the lesion as reported by the account. Pre dilation of the lesion is performed. A stent is introduced and an attempt is made to deliver the stent to the lesion. The stent is removed and the lesion is further pre dilated. A second stent is introduced and an attempt is made to deliver the stent to the lesion. The stent is withdrawn after failed delivery. It is not possible to see stent strut deformation in the image. The lesion is further pre dilated. A third stent is introduced and an attempt made to deliver the stent to the lesion. The stent was not deployed as the following image shows no stent present. A contrast image of the lesion is taken showing stenosis present. The lesion is further dilated and the procedure is completed as no further images were provided. The cine images provided show the inability to deliver the stents but do not show the reported stent deformation. Product analysis: the stent was positioned on the balloon between the marker bands but was not meeting specification due to deformation at the distal end. Deformation was evident to the 1st distal stent wrap with struts raised and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.